Manufacturer narrative:
Investigation summary: complaint is confirmed. Visual inspection identified that the implant 3mm bio-suturetak was broken at the base of the threads. No damage was noted to the driver shaft, white/black and blue suture returned of the suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®per dfu-0054-eo rev 5, section g- precautions: 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The most likely cause for the reported failure can be attributed to user error of the device due to excessive impaction during anchor insertion and/or prying/leveraging during use. Functional testing was not performed due to the damage to the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/23/2023, it was reported by an arthrex subsidiary employee via email that an ar-1934bcf-2 biocomposite suturetak anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-1934bcf-2 biocomposite suturetak. This was discovered during an arthroscopic ligament repair of the ankle procedure on (B)(6) 2023. Additional information received on 10/31/2023: the case was delayed thirty minutes, but no additional anesthesia was administered. The patient suffered no negative effects or symptoms due to anchor breakage.